Manufacturer narrative:
H3 one device was returned for repair in used and fair condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history log showed many "downstream occlusion" alarms, and it is occurring on their cassette set that they sent. Both prime function and occlusion test are failing. Replaced the downstream occlusion (dso) sensor for preventive measure, replaced main board for charging and real time clock issues.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name "(B)(6)". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump registers downstream occlusion constantly and should return for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.